Manufacturer narrative:
Other applicable components are: product ID 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Information received from a patient reported that they were experiencing a loss of stimulation and a return of symptoms. The patient reported that their stimulation had stopped a few times. It was noted that the issue started three days prior to the date of this report. The patient stated that they spoke to a manufacturer representative who reviewed with them how to recharge and after recharging, the patient got stimulation back. It was reported that at a later date, the patient woke up and had severe back pain. The patient stated that they could feel stimulation from the waist down, including their back, but it wasn't adequate for pain relief. The patient stated that they checked their device using the programmer and it showed that stimulation was on. Troubleshooting steps were performed. The patient used groups to adjust amplitude; stimulation was increased and the patient stated it was too high, so they lowered it back down. After adjusting only program 1, the patient reported feeling comfortable stimulation and finally adequate relief. Recharging considerations were reviewed as the patient stated that they still had a bandage present. It was noted that recharging with a bandage may not be appropriate. The patient had a friend temporarily assist in removing the bandage to sterilize and stated that things looked okay at the time. It was further reported that the patient's cell phone and programmer would interact. During the call, it appeared that the phone reception was interrupted when using the patient programmer. The patient reported t hat they used speaker phone and created distance between the two devices and the issue was resolved. The patient mentioned that they had arm surgery two days prior to the date of this report that was unrelated to the device or therapy. The patient stated that they had a weird foam thing in place that made it hard to manipulate using the programmer. Additional information received on 2016-oct-20 reported that the patient's issues still weren't resolved. It was recommended that the patient was to follow up with their healthcare provider (hcp) to continue to address symptoms as necessary and for further direction regarding recharging with a bandage. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.